Event description:
It was reported that during a lap gastric bypass, the blade tip broke off and fell into the pt. The piece was retrieved and a fourth device was used to complete the case with no pt consequence.